Manufacturer narrative:
(B)(4). Staple, implantable. (B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* universal roticulator* 45-2.5 single use loading unit and one gia* universal single use instrument opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the instrument noted no abnormalities. The loading unit was received with the lock ring rotated out of position. The jaws of the loading unit were open. Damage was noted on several pushers and the cartridge surface. Visual inspection of the cartridge revealed that the loading unit was partially fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Additionally, the loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. The anvil clamping mechanism was deformed. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator* loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The lock ring was rotated into its correct position. The loading unit was loaded into the subject instrument for functional testing. The loading unit was applied to test media with rough transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. . Secondary conditions were noted. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the misaligned lock ring may occur if the lock ring is inadvertently moved out of position during handling of the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The customer report : the knife stayed blocked after the 6th cut located on the hepatic vein. The extraction of the device caused a serious hemorrhage. The time of the surgery has been extended more than 30min due to this event and the patient lost more than 500cc (1.5l of blood). Waiting for other information asked to the customer (specially how they extracted the device).